Event description:
Customer reported a split image on the screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconenct cable. System operates as intended.